Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, bowel dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor. It was reported the hcp had lead insertion difficulties during procedure, and stated that when they tried to insert the lead it curled like a "u". When the hcp attempted to withdraw the lead it snagged, and the rep stated there was fluid in the insulation at the bottom two electrodes and they did not test okay. The hcp used a different lead and everything worked out without incident. No patient (pt) symptoms reported. The rep later reported that the cause of the insertion difficulties was unknown, but the hcp thought maybe it bumped some kind of structure that was unexpected. The rep noted that after they had reinserted the introducer a little deeper, they inserted another lead without event. If additional information is received, a follow-up report will be submitted.